Manufacturer narrative:
One 7f livewire tc catheter was received for eval. No visible anomalies were observed on the tip electrode. The catheter produced the correct shape when actuating the steering mechanism; no abnormal resistance was encountered. Electrical testing revealed electrodes 1 - 4 had acceptable resistance value within spec. The temp response of the thermocouple and thermistor were within specs. Microscopic examination revealed no evidence of dried materials on the tip electrode. Review of the device history record could not be performed as the lot number was not provided. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
Same case as MFR report #3005188751-2012-00021. It was reported during an atrial flutter ablation procedure a "pop" occurred while using a livewire tc ablation catheter. During the application of radio frequency ablation (rf) a "pop" occurred. Following the "pop" the generator indicated a short circuit. The catheter was replaced with another sjm catheter and the same problem occurred. There were no consequences to the pt. Add'l info was requested and is not available.